Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 30 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.